Manufacturer narrative:
Follow-up #1 date of submission 10/19/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/05/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was thinning. During testing, all the keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and evidence of contamination found under all key contacts. Unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.